Event description:
It was reported that catheter was fractured. A direxion catheter-infusion was selected for use in the liver. During the procedure, it was noted that a fracture was noted in the middle of the catheter at 50cm from the hub. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed 1 separation at the hub and a fracture located approximately 59.5cm from the hub. The device was not completely separated at the 59.5cm location, the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that catheter was fractured. A direxion catheter-infusion was selected for use in the liver. During the procedure, it was noted that a fracture was noted in the middle of the catheter at 50cm from the hub. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.